Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, via social media, that on (B)(6) 2018, the patient experienced low glucose values. Date of issue is an approximation. In the patient¿s social media post, they mentioned that even with having the continuous glucose monitor, if your blood sugar gets too low and no one is around to help you react to the alarm, you can still end up in trouble. The patient stated she was by herself and kept eating crackers and cookies and drinking milk; however, she could not get her blood sugar to come up and wasn¿t thinking straight so she gave herself a glucagon shot. She stated the shot hurt but it helped, and her blood sugar rebounded to 275mg/dl. There was no allegation against the device as the patient did not report an issue with the dexcom system. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).